Event description:
On (B)(6) 2025, it was reported that the user¿s ilet powered off at 20% battery. After being placed on the charger, the pump briefly powered on but immediately shut down again and could not be restarted despite trying multiple outlets. A replacement was arranged. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.